Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pocket failed to lock. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1-2 was failed to detect on the communication bus. The field service engineer checked the drawer in the hardware test application, where the drawer was detected but the pockets were not. The fse rebooted the station, but issue persisted. The fse inspected the back panel, reseated the printed circuit board assembly, and installed the new hard stop. Then the fse discovered that the metal lip on the cubie drawer frame was pinching the pyxibus cable. The fse removed the drawer with the help of the customer, resecured the pyxibus cable and reinstalled the drawer. The fse finally tested the drawers in the hardware test application to ensure the functionality. The fse checked and secured all the cable connections and cleared out all the debris in the back panel. The system functioned as intended after the field service engineer repaired the device.